Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 30 to 50 mg/dl. Troubleshooting found that the customer already upgraded to a different pump. Customer indicated that the possible cause of the low blood glucose may have been that it was a hot day. Customer declined low blood glucose troubleshooting.